Event description:
Use of respironics "m" series CPAP/bipap machine. The pt was sent a CPAP machine instead of a bipap machine. The pt looked at the bottom of the machine where the MFR's label states "m series" "remstar/ bipap." So the pt used the machine for a period of time before contacting the MFR to verify what the device actually was. The pt was told that this was a CPAP machine and not a bipap machine.